Event description:
Reporter alleged blood glucose measured 402 mg/dl at 7:16 pm back to back with a result of 161 mg/dl performed at 7:26 pm. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.